Event description:
Journal ref: handforth et al. "Deep brain stimulation of the subthalamic nucleus as adjunct treatment for refractory epilepsy." Epilepsia 2006; 47(7): 1239-41. This article describes two case reports of bilateral subthalamic deep brain stimulation (dbs) for refractory partial-onset epilepsy. Reportable event: a female with seizures since age 1 yr after head trauma was treated with bilateral subthalamic deep brain stimulation. The pt had stimulation-associated disequlibirum and leg dyskinesias that resolved within 2hrs after reprogramming. A 10-day period of disinhibited talking and imbalance promptly resolved with reduction of right-lead voltage.